Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The site was contacted and it was indicated that the door would not open wednesday ((B)(6)). Another person that is not as familiar with the system was running the imaging system. This individual got the door open on the third attempt. The site rt believes it was user error. I had the rt open the door several times, change from 2d to 3d and open the door. I had him move the gantry from extended to docked, raise the gantry and open the door. I had him take several 2d shots and a 3d spin. The system was working with no errors. A full imaging system check-out was completed and all tests passed. The reported malfunction could not be replicated, suspect user error. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system gantry door was not opening. It was reported that the gantry door intermittently opens and the user was able to open the door after several attempts. This occurred apart from any patient involvement. No additional details were provided.